Event description:
It was reported that when pressing the on button, the pacer will come on and cannot be turned off. The device cannot get into service mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended to remove both boards from the device & ensure that the connection pins that interconnect the boards are straight and not bent in any way. The device was not returned to physio-control for evaluation. The rood cause of the reported failure cannot be determined.